Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests. That include, but is not limited to visual inspection, alarm output, motor function and dispense testing. The returned device passed, all testing in the laboratory. And no anomalies were identified. The returned catheter was subjected to a series of standard tests that include, but is not limited to visual inspection, patency testing and pressure testing. Visual inspection, identified there was damage to the transition tubing. Analysis, identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at 263.5 mcg/day) via an implanted pump for intractable spasticity and cerebral palsy. It was reported that they were not able to aspirate so they did a back table prime and did a new pump segment. The caller stated that the pump segment was 26.7cm and the spinal segment was 64.4cm. It was reported that they tried to disconnect the catheter with a few instruments but when the catheter was cut and placed on the back table they tried to disconnect again and were not successful. It was reported that the old pump would be returned with the pump portion of the catheter connected to it. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate the catheter was not determined at this time. The rep stated that the new pump and new pump segment were implanted and running. No catheter access port (cap) aspiration was done at the end of the case, so it was hard to determine if the event resolved. However, the rep stated that the patient had underlying conditions that created other barriers for the physician to make him hold off in doing a full system replacement. The rep stated that they would have to check in with the account to see how therapy was working to see if the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the issue was resolved at the time of the surgery with the new catheter segment that was added to the existing spinal segment. The cause for the inability to aspirate the catheter was unknown but it was resolved with the catheter revision.